Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. Access was obtained via the right femoral artery. The 20mm in length, 2.5 mm in diameter, eccentric, de novo, and 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 2.50x20mm promus element plus stent delivery system (sds) was then advanced and during advancement the stent dislodged from the delivery system due to "high friction." Another unspecified sds was advanced and deployed crushing the dislodged promus element plus stent against the vessel wall. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. Access was obtained via the right femoral artery. The 20mm in length, 2.5 mm in diameter, eccentric, de novo, and 90% stenosed target lesion being treated was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 2.50x20mm promus element plus stent delivery system (sds) was then advanced and during advancement the stent dislodged from the delivery system due to "high friction." Another unspecified sds was advanced and deployed crushing the dislodged promus element plus stent against the vessel wall. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: only the distal section of this device was returned as a result of a shaft break 126cm from the catheter tip. Shaft kinks were present at various locations along its length. Stent damage was identified on several proximal stent rows and the stent had moved slightly distally on the balloon. Stent crimping was evident on the balloon. The shaft was also stretched 25.3-25.6cm from the catheter tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).